Event description:
MFR report #: (B)(4). #1: device fragment embedded v28.0 (got stuck in the patients gum/gingivae): from (B)(6) 2025 to - serious - unknown. #2: needle broken v28.0 (part of needle broke away from the syring): from (B)(6) 2025 to - serious - unknown. #3: device material separation v28.0 (the barrel and handle separated): from (B)(6) 2025 to - serious - unknown. #4: device difficult to handle v28.0 (difficulties encountered while handling the device at the time of injection/ difficulties encountered while handling the protective-sheath): from (B)(6) 2025 to - serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial non-serious case report was received on 30-jul-2025 from the dentist via dealer by email. Follow-up #1 was received on 04-aug-2025 from the dental office via local affiliate by email and the case was upgraded to serious based on information provided by reporter. All the information was processed together. The report described device fragment embedded, needle broken, device material separation, and device difficult to handle with the suspected medical device ultra safety plus twist 30ga x-short prior to a palatal infiltration around upper-left 6 (ul6) for extraction. This case occurred on a 65-year-old male patient with an unspecified medical history. On (B)(6) 2025, while administering septanest 1:100,000 for palatal infiltration around ul6 for extraction, the barrel and handle separated. The handle was removed first from the patient's mouth and then the injection device was removed. After this, the dentist noticed that the needle had broken off and was stuck in the patient's mouth. On inspection of the mouth, it was noted that the broken needle was embedded in the patient's palate. It was carefully removed with tweezers. It was reported that the protective sheath was pulled back into the handle and difficulties were encountered while handling device at the time of injection and while handling the protective sheath. The anesthetic used was septanest 1:100,000, total dose of 3.2 ml. Outcome: at the time of the report, the outcome was unknown. No significant harm was reported. Other information of product: ultra safety plus twist 30ga x-short, batch number #f51209aa, expiry date: uu-sep-2028. Septanest 1:100,000, batch number: unknown, expiry date: uu-jul-2025. No other information available. This case was considered as serious due to seriousness criteria: other medically important condition. Follow-up #1: received completed incident form with additional information regarding patient characteristics, additional incidents (device material separation and device difficult to handle), date of incident, suspect device details, anaesthetic detail, procedure detail and corrective treatment. Manufacturer's preliminary comments: based on the information available, the report described device material separation (the barrel part a and handle part b separated) in context of device difficult to handle with the suspected medical device ultra safety plus twist 30ga x-short during palatal infiltration for dental extraction. This led to needles breakage which got stuck in the patient gum. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Even though the dentist reported that the device was assembled correctly, the main probable root cause of the incident could be the mishandling of the device. Causes of needle breakage may be related to the dismantling of the device but may have been favored by excessive pressure or movement of the needle during injection, bending of needle prior use, insertion up to the hub, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. A quality issue may be suspected but a use error or abnormal use cannot be excluded. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation, and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00005. #1: device fragment embedded v28.1 (got stuck in the patients gum/gingivae): from (B)(6) 2025 to - serious - unknown #2: needle broken v28.1 (part of needle broke away from the syring): from (B)(6) 2025 to - serious - unknown #3: device material separation v28.1 (the barrel and handle separated): from (B)(6) 2025 to - serious - unknown #4: device difficult to handle v28.1 (difficulties encountered while handling the device at the time of injection/ difficulties encountered while handling the protective-sheath): from (B)(6) 2025 to - serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references #(B)(4), (B)(4). This initial non-serious case report was received on (B)(6) 2025 from the dentist via dealer by email. Follow-up #1 was received on (B)(6) 2025 from the dental office via local affiliate by email and the case was upgraded to serious based on information provided by reporter. Follow-up #2 was received on (B)(6) 2025 from the quality department. Follow-up #3 was registered on (B)(6) 2025 following internal review. All the information was processed together. The report described device fragment embedded, needle broken, device material separation, and device difficult to handle with the suspected medical device ultra safety plus twist 30ga x-short prior to a palatal infiltration around upper-left 6 (ul6) for extraction. This case occurred in a 65-year-old male patient with an unspecified medical history. On (B)(6) 2025, while administering septanest 1:100,000 for palatal infiltration around ul6 for extraction, the barrel and handle separated. The handle was removed first from the patient's mouth and then the injection device was removed. After this, the dentist noticed that the needle had broken off and was stuck in the patient's mouth. On inspection of the mouth, it was noted that the broken needle was embedded in the patient's palate. It was carefully removed with tweezers. It was reported that the protective sheath was pulled back into the handle and difficulties were encountered while handling device at the time of injection and while handling the protective sheath. The anesthetic used was septanest 1:100,000, total dose of 3.2 ml. Outcome: at the time of the report, the outcome was unknown. No significant harm was reported. Other information of product: ultra safety plus twist 30ga x-short, batch number #f51209aa, expiry date: uu-sep-2028. Septanest 1:100,000, batch number: unknown, expiry date: uu-jul-2025. No other information available. This case was considered as serious due to seriousness criteria: other medically important condition. Follow-up #1: received completed incident form with additional information regarding patient characteristics, additional incidents (device material separation and device difficult to handle), date of incident, suspect device details, anaesthetic detail, procedure detail and corrective treatment. Follow-up #2: received qir. Follow-up #3: imdrf annex f corrected from serious injury to non-serious injury following an internal review. Manufacturer's preliminary comments: based on the information available, the report described device material separation (the barrel part a and handle part b separated) in context of device difficult to handle with the suspected medical device ultra safety plus twist 30ga x-short during palatal infiltration for dental extraction. This led to needles breakage which got stuck in the patient gum. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Even though the dentist reported that the device was assembled correctly, the main probable root cause of the incident could be the mishandling of the device. Causes of needle breakage may be related to the dismantling of the device but may have been favored by excessive pressure or movement of the needle during injection, bending of needle prior use, insertion up to the hub, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. A quality issue may be suspected but a use error or abnormal use cannot be excluded. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation, and in the absence of anteriority on the batch, no CAPA is required. For final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. During manufacturing the in-process conformity controls executed were compliant. In the incident reporting form, it is indicated that the injection device was used for a periapical injection; however, the 30g10mm needles are for intraligamentary use. The use of a 30g10mm needle for periapical injection may be responsible for the observed defect. It was also reported that difficulties were encountered while handling device at the time of injection and while handling the protective sheath. Considering off label use, use error/abnormal use is considered. The handle dysfunction defect could also be related to: - excessive and high-pressure during injection and use - use of a wrong handle (not twist handle) - wrong assembly: the ergot of the handle was not ¿twisted¿ in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle - use of multiple cartridges with the same needle many factors could also contributed to the reported issue cannula breakage, such as: - high pressure during injection - constraint on the cannula during injection - unexpected movement during injection - use of several cartridges with the same needle (multiple needle use) - bending or stressing of the cannula - use of needle not recommended according to the injection type (off label use considered) - injection on a hard surface. If 'no', rationale for no review required: off label use not considered in the risk analysis table (injection device used for a periapical injection; however, the 30g10mm needles are for intraligamentary use). This is the second complaint for the claimed batch f52109aa regarding the total quantity sold ((B)(4) units sold). The occurrence is evaluated as low. Based on the performed investigation the residual risk is evaluated as acceptable. Final investigation results: following the performed investigation, the exact origin remains unidentified and no root-cause was confirmed related to sofic manufacturing process. No corrective action was implemented for this complaint. Instructions are listed in the IFU to prevent misuses with a possible impact on device failure. Final comments from the manufacturer: no quality issue concluded. Off label use considered (use error/abnormal use considered) no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00005. #1: device fragment embedded v28.0 (got stuck in the patients gum/gingivae): from (B)(6) 2025 to - serious - unknown. #2: needle broken v28.0 (part of needle broke away from the syring): from (B)(6) 2025 to - serious - unknown. #3: device material separation v28.0 (the barrel and handle separated): from (B)(6) 2025 to - serious - unknown. #4: device difficult to handle v28.0 (difficulties encountered while handling the device at the time of injection/ difficulties encountered while handling the protective-sheath): from (B)(6) 2025 to - serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references # (B)(4). This initial non-serious case report was received on 30-jul-2025 from the dentist via dealer by email. Follow-up #1 was received on 04-aug-2025 from the dental office via local affiliate by email and the case was upgraded to serious based on information provided by reporter. Follow-up #2 was received on 23-sep-2025 from the quality department. All the information was processed together. The report described device fragment embedded, needle broken, device material separation, and device difficult to handle with the suspected medical device ultra safety plus twist 30ga x-short prior to a palatal infiltration around upper-left 6 (ul6) for extraction. This case occurred in a 65-year-old male patient with an unspecified medical history. On (B)(6) 2025, while administering septanest 1:100,000 for palatal infiltration around ul6 for extraction, the barrel and handle separated. The handle was removed first from the patient's mouth and then the injection device was removed. After this, the dentist noticed that the needle had broken off and was stuck in the patient's mouth. On inspection of the mouth, it was noted that the broken needle was embedded in the patient's palate. It was carefully removed with tweezers. It was reported that the protective sheath was pulled back into the handle and difficulties were encountered while handling device at the time of injection and while handling the protective sheath. The anesthetic used was septanest 1:100,000, total dose of 3.2 ml. Outcome: at the time of the report, the outcome was unknown. No significant harm was reported. Other information of product: ultra safety plus twist 30ga x-short, batch number #f51209aa, expiry date: uu-sep-2028. Septanest 1:100,000, batch number: unknown, expiry date: uu-jul-2025. No other information available. This case was considered as serious due to seriousness criteria: other medically important condition. Follow-up #1: received completed incident form with additional information regarding patient characteristics, additional incidents (device material separation and device difficult to handle), date of incident, suspect device details, anaesthetic detail, procedure detail and corrective treatment. Follow-up #2: received qir. Manufacturer's preliminary comments: based on the information available, the report described device material separation (the barrel part a and handle part b separated) in context of device difficult to handle with the suspected medical device ultra safety plus twist 30ga x-short during palatal infiltration for dental extraction. This led to needles breakage which got stuck in the patient gum. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Even though the dentist reported that the device was assembled correctly, the main probable root cause of the incident could be the mishandling of the device. Causes of needle breakage may be related to the dismantling of the device but may have been favored by excessive pressure or movement of the needle during injection, bending of needle prior use, insertion up to the hub, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. A quality issue may be suspected but a use error or abnormal use cannot be excluded. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation, and in the absence of anteriority on the batch, no CAPA is required. For final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. During manufacturing the in-process conformity controls executed were compliant. In the incident reporting form, it is indicated that the injection device was used for a periapical injection; however, the 30g10mm needles are for intraligamentary use. The use of a 30g10mm needle for periapical injection may be responsible for the observed defect. It was also reported that difficulties were encountered while handling device at the time of injection and while handling the protective sheath. Considering off label use, use error/abnormal use is considered. The handle dysfunction defect could also be related to: - excessive and high-pressure during injection and use. - use of a wrong handle (not twist handle). - wrong assembly: the ergot of the handle was not ¿twisted¿ in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle. - use of multiple cartridges with the same needle. Many factors could also contributed to the reported issue cannula breakage, such as: - high pressure during injection. - constraint on the cannula during injection. - unexpected movement during injection. - use of several cartridges with the same needle (multiple needle use). - bending or stressing of the cannula. - use of needle not recommended according to the injection type (off label use considered). - injection on a hard surface. If 'no', rationale for no review required: off label use not considered in the risk analysis table (injection device used for a periapical injection; however, the 30g10mm needles are for intraligamentary use). This is the second complaint for the claimed batch f52109aa regarding the total quantity sold (B)(4) units sold). The occurrence is evaluated as low. Based on the performed investigation the residual risk is evaluated as acceptable. Final investigation results: description of remedial action/corrective action/preventive action/field safety corrective action (fsca): following the performed investigation, the exact origin remains unidentified and no root-cause was confirmed related to sofic manufacturing process. No corrective action was implemented for this complaint. Instructions are listed in the IFU to prevent misuses with a possible impact on device failure. Final comments from the manufacturer: no quality issue concluded. Off label use considered (use error/abnormal use considered) no CAPA is required.